Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified the screw fractured on the neck and the threaded portion of the screw was not returned. Functional testing to recreate the reported event could not be performed the already fractured state of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 24 and was used for approximately 1 year 8 months. The customer did not provide pictures or x-ray images. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (iuniht). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Device evaluated by manufacturer. Entered evaluation codes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an abutment screw fractured (iuniht). All fractured parts of the screw were removed. Implant remains implanted. Tooth location 12.